Manufacturer narrative:
(B)(4). Anti backup. The analysis results found that the device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. Upon firing two unformed clips fell from the jaws. The remaining clips were conforming according to the manufacturing specifications. The two unformed clips were found to be a result of a non-functional antibackup feature. In order to evaluate the condition of the device's internal components, the device was disassembled and the antibackup mechanism was noted to be damaged. It is possible this condition was caused be attempting to squeeze the device handle when it was not fully returned or by stopping the firing sequence and pulling the handle open. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a thyroidectomy procedure the clips were malformed and spitting. The clips were retrieved with a grasper. They used four devices with the same results and a fifth device was used to complete the procedure. There was no patient consequence reported.